Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked battery tube threads and cracked case behind the pump at the battery compartment during the visual inspection. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump and found: 14 pump error 130 on (B)(6) 2022 between 11:38:45 and 11:41:50. Pump error 4 alarm (line number: 2690, file number: 32122) on (B)(6) 2022 at 20:20:00.000. Pump error 53 alarm (line number: 101, file number: 617) on (B)(6) 2022 at 20:20:00.000. Pump error 4 alarm (line number: 2690, file number: 32122) on (B)(6) 2022 at 11:41:49.000. Pump error 63 alarm (line number: 2318, file number: 49) (variable info: 2) on (B)(6) 2022 at 11:41:49.000. 3 pump error 63 alarm (line number = 147, file number = 2017) on (B)(6) 2022 once at 11:43:29.000 and twice at 11:43:40.000. Pump was cut open to perform visual inspection and found moisture on the electronic assembly, motor, force sensor, keypad flex tail, internal battery, battery tube and vibrator. No moisture damage on the keypad traces and keypad dome switches during the visual inspection. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms. Pump error 63 alarm confirmed due to moisture damage electronic assembly noted. Customer alleged confirmed for pump expose to moisture. Pump error 130 alarm confirmed in the pump history due to moisture damage motor assembly. Pump error 4 and 53 alarm confirmed in the pump history due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.